Event description:
It was reported that, "pt fell and injured shoulder so doctor removed implants listed above and proceeded to a biomet reverse shoulder. No other info per hospital protocol."

Manufacturer narrative:
The following other hip devices were also listed in this report. Reunion tsa - sr 4mm offset humeral head 40x20, cat#5 552-e-4020, lot# mkpnlh. Reunion tsa - press-fit humeral stem 15mm, cat# 5569-p-2015, lot# mkm44t. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. An eval of the devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. No other info is available per hospital protocol. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.